Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) and clip opening while locked (cowl) were unable to be determined. The reported recurrent mitral regurgitation (mr) was a cascading event of the reported slda. The reported patient effect of mr, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report unintended movement, incomplete coaptation, and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ and an anterior prolapse. An xtw clip was successfully deployed on the leaflets without issues. To further reduce mr, an additional xtw clip (20804r1094) was inserted. Grasping was performed, but the leaflets were unable to be grasped. The clip was manipulated in the left ventricle (lv) and became caught in chordae. Troubleshooting was performed and the clip was able to be retracted into the left atrium (la). The clip was attempted to be closed but was unsuccessful. After a few attempts, it was observed the clip arms jumped closed and a ruptured chordae was observed. It was noted mr slightly increased. Therefore, the clip was removed and an additional xtw clip (20804r1092) was inserted to treat the tissue damage. The clip was deployed without issues, reducing mr to a grade of 1-2. It was noted that the physician suspected the clip may have slightly opened after deployment. On (B)(6) 2023, echocardiography showed then xtw clip (20804r1092) had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On (B)(6) 2023, an additional mitraclip procedure was performed to stabilize the slda. During preparation, an ntw clip (20926r1091) was unable to open. Therefore, the clip was not used and was replaced. One clip was then successfully implanted, reducing mr to a grade of 1-2+.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.